Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. We have forwarded the received information to the materialise for investigation, as they are responsible for development of plate and screw connection, find the statement below: for this complaint, the device history record was reviewed. The implant were designed and manufactured correctly. It is clear from the images that the patient had a mandible distraction and a lefort I before this case. Potentially, the soft tissues and the bone tissue affected by these previous surgeries are less healthy and strong that the tissues on the other locations. If the tissues do not heal as easily or fast than before, the plates could get exposed. This would also explain why the maxilla was still mobile after the second revision surgery. As no internal root causes were found, patient condition is the most likely root cause. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent revision surgery due to loosening of the matrixmandible screws from the maxillary plate, and fibrous union of the maxilla. Initially, the patient had implantation on (B)(6) 2018. However, on (B)(6) 2018, the patient presented with a non-union and exposure of all plates. On (B)(6) 2019, removal of both mandibular plates and screws were performed as well as the genioplasty. During the revision, the surgeon discovered the maxilla was mobile and the matrixmandible screws associated with the trumatch midface/mandible plate were loose. It is unknown if there was a surgical delay. Patient and procedure outcome are unknown. This report is for one (1) 2.0mm ti matrixmandible screw self-tapping 6mm. This is report 3 of 4 for (B)(4). Due to a limit of impacted products per complaint, this complaint is a continuation from complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: late updated event information/due to additional information received on april 22, 2019 in (B)(4) provided for reporting. H3, h6: investigation summary: the screw delivered from synthes to customer (through materialise) are all delivered in an unsterile condition. Based on this no investigation will be done on those from synthes side. This complaint will be accounted for and monitored via post market surveillance activities. We have forwarded the received information to the materialise for investigation, as they are responsible for development of plate and screw connection, find the statement below: results + date: for this complaint, the device history record was reviewed. The implant were designed and manufactured correctly. It is clear from the images that the patient had had a mandible distraction and a lefort I before this case ((B)(4)). Potentially, the soft tissues and the bone tissue affected by these previous surgeries are less healthy and strong that the tissues on the other locations. If the tissues do not heal as easily or fast than before, the plates could get exposed. This would also explain why the maxilla was still mobile after the second revision surgery. As no internal root causes were found, patient condition is the most likely root cause. Root cause process category: patient condition. For more information see attached final report from materialise at pc level. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint was created due to additional information received on april 22, 2019 in (B)(4), stating that: call log with the product specialist 18/04/2019. Dr. (B)(6) removed all components on (B)(4) 2019 put in by dr. (B)(6) on (B)(6) 2018 for exposure of the plates. During the procedure he discovered that the maxilla was mobile and that the screws (04.503.406.01c) lot number: details not known. Quantity: as per case report (B)(4) attached total 24 screws associated with the maxilla plate (sd980.014) were all loose. He obtained patient consent and brought her back for splinting, grafting, plates, screws using competitor products on (B)(6) 2019. Part # 04.511.236.01c updated to matrix screws. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.